Event description:
It was reported that during repair by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery short run test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6). The getinge field service engineer (fse) that encountered the issue found that the batteries would not meet the required runtime specifications (requires 2.25 hours and only ran 50 minutes). To fix the issue, the fse replaced the 12v batteries and the main battery power cable assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(returned to manu date), g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(problem code). The following investigation was performed by technician of the maquet national repair center (nrc). The nrc observed a white residue on the pwr sply/chrgr w/o ext, which is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Retaining the power supply in the nrc per procedure.

Event description:
N/a.